Event description:
It was reported that the autoclavable camera head produced a foggy, grainy, and intermittently flashing image and displayed scope error code e226. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.